Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. Prior to use on the patient, it was noted that the device would not work or operate if the toggle switch was in the downward position and would not drive the handpiece. The device would operate and run the handpiece continuously in the aspirasheath, upward position. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.